Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 10.2-10.3cm from the distal tip, consistent with lead friction to a feature of the heart. External insulation abrasion was noted at 4 41.8-42.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe was intact at all abrasion locations.

Event description:
This report is to advise of an event observed during analysis.